Manufacturer narrative:
The device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent surgery due to fracture. During surgery, ten screws were found slipped on the front part and could not be used to complete the procedure. The surgeon had to change the products to complete the surgery. The products came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: macroscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.